Manufacturer narrative:
Concomitant products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) was trying to charge the implant and the controller locked up and would not do anything; the patient reset the controller and got the controller to work again. The patient noted that the stimulation was turned off on saturday because they woke up in back pain, patient was able to get the stimulation back on (patient services specialist understood the patient implant completely depleted in battery). The patient noticed after reported event that it would take 10 to 15 minutes before the implant would start a charging session. The patient also kept on receiving no device found. Patient mentioned their simulation turned off. When the patient turned the stimulation back on, the patient did not think the therapy was not as good as what it was. The patient was redirected to their healthcare provider to further address the issue. Patient will contact their representative. An email was sent to the repair department to replace the device recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue seems to have resolved with the new charger device and no other steps were taken to resolve the issue.